Event description:
It was reported that during a prostate photo-vaporization procedure at 33,489 joules and 5:25 minutes the fiber tip broke. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. There was no harm to the patient due to this event.

Event description:
It was reported that during a prostate photo-vaporization procedure at 33,489 joules and 5:25 minutes the fiber tip broke. The fiber was exchanged and the second fiber was used to complete the procedure. The fiber tip was not cleaned during the procedure. There was no harm to the patient due to this event.

Manufacturer narrative:
Device returned to manufacturer: updated, device codes: updated, device returned for evaluation: updated, device evaluation codes: updated. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify fiber tip rupture or breakage. The glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap, and protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The outer flow tubing open end exhibits minor scratch marks. There were no signs of tip break/fracture. Based on the device analysis, the product complaint "fiber rupture" could not be confirmed. The observed damage found on the fiber were determined to be based on heat accumulation giving a conclusion code of known inherent risk of device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Cap wear acceleration lead to the possibility of loose glass cap in metal cap. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.